Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: cut in the membrane of the pediatric prechamber and peritoneal catheter no longer connected to the shunt system. Permeability test: the test showed that the progav 2.0 shunt system with the pediatric prechamber and the peritoneal catheter are permeable. Results: based on our investigation results, we are unable to substantiate the clinical claim of occlusion. At the time of our investigation, the valves were shown to be permeable. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
It was reported that liquor did not flow through the valves at a progav 2.0 shunt system (part # fx596t) . When using a different valve, everything was fine. No patient impairment was reported due to the use of a different valve. The complaint device was returned to the manufacturer for evaluation.